Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was a return of pain. The lead was replaced with a new lead at t10 to capture right leg and foot pain that was not relieved by old lead - good coverage post op. The issue was resolved.